Event description:
Pt presented with c/o discomfort at g-tube site and "leaking" from tube. The pt was released after g-tube replaced with foley and pt with referral to surgery clinic for revision of g-tube. The pt presented in ent/oncology clinic the next day with continued c/o of increased discomfort at g-tube site and external excoriation noted at site as well as significant drainage/leakage from g-tube noted. The pt was admitted to the hosp to evaluate the g-tube and secondarily to hydrate and nutritionally support the pt. The pt was determined to have infection at the g-tube site and is treated with IV antibiotics. The pt continues hospitalized at the time of this report in stable and improving condition. The pt had poor nutritional status and weight loss at time of admission secondary to residual dysphagia related to radiation treatment and the pt used the g-tube infrequently per self-report. The pt appeared to have adequate immune response at time of admission-lab values at admit. The pt has not been consistent with adherence to medical advice at times and has not demonstrated standard care/precautions with the g-tube which may be contributory.